Event description:
Initially, it was reported that the patient would undergo generator and lead replacement for an unknown reason. Further follow-up revealed that the patient's lead was broken. The patient underwent surgery at which time only the lead was replaced. It was reported that prior to lead replacement the lead pin was reinserted into the generator head, but this did not resolve the high impedance. It was reported that the explanted lead would not be returned for analysis because the explanting facility discards explanted devices. Device diagnostics with the existing generator and new lead were within normal limits.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.